Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017 subsequent to sustaining a head injury. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.